Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed and reproduced ec322 during testing. The system error was caused by a field upper and lower aux which have been replaced. The device was not in spec. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for a system error 322. No pt injury was reported.